Manufacturer narrative:
Evaluation summary: the lcb has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Lcb broken, reduced to 5% / 5%. This event occurred at the time of during inspection. There was no report of patient harm.